Event description:
It was reported that during a unk procedure, the device would clip, but not release from the tissue. The case completed with another device of the same product code. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.